Event description:
Alleged that one of the casters is broken and not staying in brake. No injuries were reported.

Manufacturer narrative:
The tech found the rocker link was broken. The tech replaced the rocker link to repair the bed.